Event description:
It was reported that an unknown alarm occurred on a homechoice (hc) device during use. A swap of the device was initiated. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice has been reported to be available for evaluation but has not yet been received. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): the device was returned for evaluation. Internal and external inspections were performed and found no issues related to the reported problem. Electrical safety tests were performed with no issues related to the reported problem identified. A one hour, simulated therapy was performed successfully. The device's temperature and pneumatic systems were tested and calibrated. A noisy pump, unrelated to the reported problem, was identified and replaced. A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported issue. An event history log review was performed which confirmed the reported problem; numerous check lines and bags alarms, numerous low uf alarms, and one check patient line alarm were identified which occurred from (B)(6) 2014. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.